Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the grasper would not articulate back to the straight position in order to get out of the access port after it was used. The doctor spent a few minutes trying to straighten it. He finally did and removed it from the patient. At that point he noticed the black wrap that covers the articulating portion of the tip was all chewed up. There was no tissue damage or patient injury reported. No additional blood loss and no need to replace instrument as the case was over. This event did not result in extension in operative time more than 30 minutes. There was no report of parts falling into the patient cavity.